Manufacturer narrative:
Visual evaluation of the returned device revealed that the unit has catheter damaged near to the handle and the wire was kinked. Functional analysis showed that the device failed the retroflex test. The reported complaint that the working length was detached was not confirmed. However, the catheter was damaged and the wire kinked; this condition does not allow the device to be actuated. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2016. According to the complainant, the snare failed to extend. It was noted that the base of the sheath had been twisted. When the device was rotated to remove the twist, the sheath got damaged and the wire was exposed. The procedure was completed with another snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2016. According to the complainant, the snare failed to extend. It was noted that the base of the sheath had been twisted. When the device was rotated to remove the twist, the sheath got damaged and the wire was exposed. The procedure was completed with another snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.